Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Patient reported she fell (B)(6) 2015. She had not felt stimulation since (B)(6) 2015. A falls reported that could be related to this issue. The indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.